Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not recognize that the cassette latch was locked. The mechanical lock was functioning properly and securing the cassette; however, the pump software did not acknowledge or recognize this state and therefore would not operate. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a latch lock flex sensor was found. The latch lock flex sensor was replaced to fix the issue.